Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had an infusion that was supposed to take one hour. At close to an hour, the pump starts beeping. The pump was checked and had a message that states "occlusion fluid side." Tubing and bag were checked. Tubing is found to have a very small kink, but when kink is taken out, the pump starts beeping with the message "kvo." Bag still had all of the fluid in the bag. Pump never alerted there being a problem during the entire hour that infusion was running. There was patient involvement but no harm. The customer noted that they performed maintenance on each device and found no errors. Bd learned through due diligence the following information. The infusion was started on (B)(6) 2025 at 0956am and ended at 1221. Benlysta (belimumab) 640mg in sodium chloride 0.9% 250ml was ordered to infuse at 250ml/hr with a volume to be infused of 250ml. There were reportedly no occlusion or air-in-line alarms during the infusion.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion was not confirmed through log review and was not replicated during laboratory testing. Laboratory testing showed the suspect pump module was delivering fluids within specification. Internal inspection of the suspect device did not identify any irregularities. A review of the pcu event logs, on (B)(6) 2025, at 7:24 am, the pcu was powered on, the profile in use as identified as ¿ambulatory¿. At 9:56 am, on channel a the drug belimumab ¿ benlysta was administrated via remote IV with the following parameters: drug amount of 640mg, diluent volume of 250ml, concentration of 2.56mg/ml, rate of 250ml/h, volume to be infused (vtbi) of 250ml, dose of 10.2236mg/ml, patient weight of 62.6kg and duration of 3600 seconds. At 10:56 am, the infusion was completed on schedule and transitioned to keep vein open (kvo) with primary volume infused (pvi) of 250.024ml. The pump module alarmed ¿occluded patient side¿, the user pressed the silence key six (6) times and then restarted the infusion. At 11:07 am, the user updated the vtbi to 250ml. At 12:07 pm, the infusion was completed on schedule and transitioned to kvo with pvi of 500.154ml. The user updated the vtbi to 75ml. At 12:21 pm, the pump module alarmed ¿occluded patient sie¿, then the user pressed channel off, pvi of 554.091ml. The alaris¿ system user manual v12.3.1 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. Also, the alaris¿ system user manual v9.33 notes that rate accuracy can be affected by: temperature and viscosity of the IV solution height of the pump in relation to the patient height of the solution container in relation to the pump back pressure related to the infusion set and the IV catheter use only bd alaris¿ pump infusion sets with the pump module. The use of any other set can cause improper device operation, resulting in an inaccurate fluid delivery or other potential. Follow proper infusion set loading instruction and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the suspect pump module was disassembled, please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported of an under infusion was not determined or replicated. Laboratory testing showed the suspect pump module was delivering fluid within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had an infusion that was supposed to take one hour. At close to an hour, the pump starts beeping. The pump was checked and had a message that states "occlusion fluid side." Tubing and bag were checked. Tubing is found to have a very small kink, but when kink is taken out, the pump starts beeping with the message "kvo." Bag still had all of the fluid in the bag. Pump never alerted there being a problem during the entire hour that infusion was running. There was patient involvement but no harm. The customer noted that they performed maintenance on each device and found no errors. Bd learned through due diligence the following information. The infusion was started on (B)(6) 2025 at 0956am, and ended at 1221. Benlysta (belimumab) 640mg in sodium chloride 0.9% 250ml was ordered to infuse at 250ml/hr with a volume to be infused of 250ml. There were reportedly no occlusion or air-in-line alarms during the infusion.